Event description:
In late 2004 - arthroscopy, right shoulder, w/ arthroscopic repair of the anterosuperior labral tear. Arthroscopic debridement of subscapularis tear. Arthroscopic subacromial bursectomy & pain pump placement in shoulder joint. On the same day - on-q painbuster. I-flow. 270 ml, 5ml/ hr. Ref: pm014. Lot # 4a2530. Dose or amount: 270 ml. Frequency: 5ml/ hour. Route: 014. Dates of use: late 2004 to early 2005. Diagnosis or reason for use: slap tear, right shoulder.